Event description:
It was reported that the patient had constant pressure on their skin with the vns, and that their skin was thin. There was possible compression necrosis of the left anterior chest skin. The device did not extrude from the epidermis, but the epidermis was considerably thin. The patient underwent a surgery to adjust the position of the generator, but during the operation, pus was confirmed in the body. The generator was explanted, the wound was washed and sutured to complete the procedure. The lead remains in the patient's body. An infection test was later performed. Staphylococci was detected. It was later reported that the physician assesses the infection to be related to an external factor (not vns). The physician also believes patient physiology is the cause of the device protrusion. The explanted device is not available for return. Since the patient's skin had been getting thinner, surgery was planned for patient comfort only. Once pus came out when the device was being removed, the operation switched to preclude serious injury. DHR for the generator performed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10. Health effect - clinical code "proposed second level coding e20 - protrusion to capture incidents of a device being visible under the skin. " h3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.